Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient (unknown age and gender) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella purge suddenly became blocked. It was confirmed that there were no kinks. The purge cassette was replaced, but the purge pressure remained unchanged. The impella was replaced.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The product was returned and the tested. No physical abnormalities were observed. Saturated pump flow was observed during testing. Data logs showed a motor current spike and saturated flow during the event of high purge pressure, which is sign of biomaterial interaction. The cause of the high purge pressure issue was biomaterial based on product evaluation and data log review.